Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent two unspecified spinal surgeries at unspecified dates involving rhbmp-2/acs. The patient has reportedly sustained unspecified injuries. No further information has been provided.

Event description:
It was reported that post-operatively, the patient developed pain. Imaging studies showed the patient had developed uncontrolled bone growth and nerve impingement at the site of implant. No further information was provided.

Event description:
It was reported that on unknown date patient had been experiencing burning in her legs, but had no back pain. The patient had x-rays taken, and the surgeon recommended a ¿two part surgery.¿ in (B)(6) 2009, the patient underwent her first surgery wherein rhbmp-2/acs was implanted. Following this surgery, the patient feet swelled up. She also developed pain in her back for the first time. The burning pain in her leg never diminished, but in fact, the sensation now occurred more often.